Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient¿s vessel and calcification were moderately tortuous. Approximately five years post implant, it was reported that the patient presented emergently with a rupture. The talent graft had migrated approximately 60 mm distally resulting in acute proximal type I endoleak resulting in the aortic aneurysm rupture. The physician attempted to place an endurant bifurcated graft above the existing talent graft but the contralateral gate got caught on the ipsilateral side causing an aui procedure with a femoral to femoral crossover. The physician was not concerned about this but more concerned about the talent migration. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned films pre-implant showed a 5.5cm max diameter aaa which is filled with thrombus (2.5-3cm diameter flow lumen). The distal aortic diameter is 3.5cm. The left common iliac artery is aneurysmal (3cm diameter) and narrows abruptly to approximately 8mm at the internal iliac. The iliacs are mildly tortuous with some calcification present. Cta's three weeks post-implant showed that the stent graft was positioned just below the renals. There is thrombus seen lining the bifurcate aortic body. The ipsilateral limb is placed within the left external iliac; crossing the contra limb in the distal aaa sac. The max aaa diameter is 5.5cm, and the lcia aneurysm diameter is 3cm there appears to be a small amount of thrombus within the distal iliac limb; the iliac stent graft is gradually angulated to 90 deg and not kinked. The stent graft ID is approximately 8mm at its distal end, and the iliac artery diameter just distal to the stent graft is also 8mm. Images of the reported left limb occlusion seen at 4 months were not returned for review. The cause of the occlusion could not be determined.

Manufacturer narrative:
(B)(4). Evaluation resultsand conclusion: (difficult to deploy, inaccurate delivery). (Angulated talent stent graft seen in the angio may have contributed to the endurant contralateral limb becoming caught).